Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501640, lot #6458158. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast prostheses implantation with mentor smooth round moderate profile 275cc saline prostheses in (B)(6) 2011 reported that within a week of implantation, she had a rash on her breasts and upper chest area. The patient also reported that her period suddenly and completely stopped within months of implantation, and she was (B)(6) at the time. The patient progressively had more symptoms that included hormone imbalance, thyroid issues, adrenal fatigue, joint pain, muscle pain, pain in the feet and legs when walking, skin rashes, eczema, shingles, skin discoloration, dry eyes, eye infections, overall inflammation, extreme fatigue, mood swings, brain fog and leaky gut. The patient was diagnosed with hypothyroidism. The patient tested negative for hashimoto's thyroiditis. She saw her physician several times throughout the years, and within the past 3 years she began seeing a naturopathic doctor in addition to a doctor for her thyroid issues. The patient reported that she has always been really healthy and exercised. All her bloodwork began returning with numbers that were either too high or too low. She has never had any issues with cholesterol, and it started rising. The patient underwent explantation on (B)(6) 2018. The patient reports that overall, her health is improving, and the symptoms are resolving. She is still on her thyroid medication, but her doctor is slowly weaning her off of it. She had major inflammation all over her body and that is drastically improving. Her skin rashes are gone. There is still some skin discoloration, but that is also improving. (See 1645337-2018-05036 for contralateral prosthesis report).